Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 3atm within 2 seconds. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A blood-like substance was visible inside the balloon, consistent with a device leak. Under microscope, a pinhole was visible in the balloon material. When the device was attached to an encore inflation unit, a pinhole leak was visible approximately 2mm distal to the proximal marker band. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon material and did not exhibit any damage. A visual, microscopic and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 3atm within 2 seconds. The procedure was completed with another of the same device. There were no patient complications reported.